Event description:
It was reported that during the gastrectomy procedure, the gun¿s firing knob turning up while the surgeon tried to fire the device. There was no surgical delay. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch # u5c895. The following information was requested, but unavailable: is the current patient status known. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) . Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc55. Device was returned with the anvil detached, not returned for analysis and with no reload present. The anvil assembly was examined for visual inspection and the anvil posts appear to be damaged as if the anvil was tearing off the device. In addition, the anvil metal was not properly seated as the locks were found to be broken. No functional test could be performed due to the condition of the device. Based on the condition of the anvil and locks, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5c895, and no non-conformances were identified.